Event description:
Following use of this saw with an intra-oral blade, the surgeon noticed that the pt sustained three cuts to the cheek which required sutures. The customer described the size of each cut as 2cm x 1cm. In addition, the user reported that the blade kept falling off the handpiece during use.

Manufacturer narrative:
Investigation results: conmed linvatec received this handpiece for eval. A follow up report will be filed upon completion of the investigation. Associated MDR: 1017294-2009-00142.